Manufacturer narrative:
Ge healthcare product engineering performed an investigation of this event. Based on the complaint information and the logs, the device performed as designed, including alarming appropriately. There is no evidence of a malfunction or failure of the engstram ventilator. It is unclear from the evidence how the patient became disconnected from the ventilator. One possibility for the patient disconnect error would be a fault in the expiratory flow sensor housed within the exhalation valve assembly. Ge was unable to examine the sensor, as the customer had disposed of it. However, a post-event checkout by the fe indicated that the device was working properly. Based on the available information, the root cause cannot be determined.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the patient was ventilated in non-invasive ventilation mode. When the patient condition reportedly deteriorated, change to volume control mode was attempted, but the unit did not cycle. The patient was ventilated manually. The patient went into cardiac arrest, resuscitation maneuvers were performed without success. The patient died.